Manufacturer narrative:
Investigation summary: in (B)(6) 2019, the user facility reported an incident involving an extend evac cautery pencil (part 88-000722) not shutting off. This incident was entered as an internal complaint (call (B)(4)) and reported to the FDA (2320762-2019-00005). On september 10, 2019, deroyal received a copy of medwatch (B)(4), which reported the aforementioned incident in july as well as three other events that were not previously reported to deroyal. This report concerns the incident involving the pencil activating while not in use, causing a burn of approximately 2.5 cm to the patient's left anterior thigh. This has been entered as an internal complaint (call (B)(4)). The raw material pencil is supplied to deroyal by i.c. Medical, who has been notified of the reported issue. A supplier corrective action request (scar) was sent september 10, 2019 to i.c. Medical. The investigation is ongoing at this time. This report will be updated when new and critical information is received.

Event description:
The electrosurgical pencil was activating while not in use and caused a burn approximately 2 cm to the patient's left anterior thigh.

Manufacturer narrative:
Root cause: the pencil is supplied to deroyal by i.c. Medicaltherefore, a supplier corrective action request (scar) was issued to i.c. Medical as well as samples for evaluation. In its response, i.c. Medical stated testing of the returned samples could not duplicate the reported failure of the pencil not shutting off. Two used samples and 25 representative samples were sent for evaluation. In one of the used samples, it was noted that the blue coag button would mechanically stick when pressed at a slight angle instead of pressing directly center. Despite this, the device did not remain activated nor did it unintentionally activate. All other samples also functioned normally. No issues with activation were observed. Corrective action: due to the root cause investigation, no corrective actions are being implemented at this time. Investigation summary: in july 2019, the user facility reported an incident involving an extendevac cautery pencil (part 88-000722) not shutting off. This incident was entered as an internal complaint (call (B)(4)) and reported to the FDA (2320762-2019-00005). On (B)(6) 2019, deroyal received a copy of medwatch (B)(4), which reported the aforementioned incident in july as well as three other events that were not previously reported to deroyal. This report concerns the incident involving the pencil activating while not in use, causing a burn of approximately 2.5 cm to the patient's left anterior thigh. This has been entered as an internal complaint (call (B)(4). The sample was not returned to deroyal. However, samples of product from similar complaints were returned and tested by the manufacturer. The raw material pencil is supplied to deroyal by i.c. Medical, who has been notified of the reported issue. A supplier corrective action request (scar) was sent september 10, 2019 to i.c. Medical as well as representative samples for evaluation. In its response, i.c. Medical indicated it was unable to duplicate the reported complaint. (B)(4). The investigation is complete at this time. If new and critical information is received, this report will be updated.

Event description:
The electrosurgical pencil was activating while not in use and caused a burn approximately 2.cm to the patient's left anterior thigh.